Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient was using a small shop vacuum the other day (¿end of last week¿) while cleaning their car and it ¿malfunctioned¿. They stated that they got a shock and that their hand that was holding the handle was tingling but had no other initial symptoms. The issue was reported as a sudden onset. Shortly after the incident, the patient noticed a pain/pressure near their rectum. They stated it was ¿like she had turned her stim up¿ and that it was a similar sensation to when their device setting was increased by their doctor. After 2 days, the pressure sensation gradually got better and did not notice it anymore. The patient was going to follow up with their doctor and had an appointment on (B)(6) 2018 at 8 am. There were no further complications reported or anticipated.

Event description:
Follow up information received from the patient clarified that the implanted device did not shock them but it was the shopvac that shocked them. The patient was concerned that the shock could have damaged the implanted device. They saw their provider on (B)(6) 2018 and the device was operating without problems. They also reported that the cause of the shocking/pain/pressure near the rectum was no determined but they mentioned the shock was no longer present and went away on its own (issue resolved). There were no further complications reported or anticipated.

Manufacturer narrative:
Based on follow up information received, the previously reported device code of c63093 no longer applies to the event. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.